Event description:
A malfunction was reported on the pump, possibly due to water exposure, however customer was unsure. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided assistance in resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue arises.